Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic umbilical hernia procedure, at the end of surgery, the surgeon wanted to use another 5 tacks reload device however could not use it because the device was broken. They used another a new one to complete the case. There was no patient injury.